Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with compromised force sensor system alarm during a set reservoir change. The customer's blood glucose level at the time of incident was 375mg/dl. Troubleshoot was conducted. The customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump alarmed prime during displacement test due to excessive axial play. No cosmetic damage noted.